Event description:
Same case as MDR ID# 2134265-2015-03485 (B)(6) clinical study it was reported that the patient died. In (B)(6) 2011, the patient presented due to unstable angina which was subsequently diagnosed as myocardial infarction (mi) and was referred for cardiac catheterization. The target lesion was a de novo totally occluded culprit lesion for st elevation myocardial infarction (stemi) located in the proximal rca with 99% stenosis and was 18 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of 20mm x 3.50mm and 24mm x 4.00mm taxus¿ element¿ stents in an overlapping manner. Following post-dilatation, residual stenosis was 0%. Five days post-index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient died due to non-cardiac reasons in another hospital. However, adjudication confirms the death as a cardiac event.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).